Event description:
The customer states that the axsym toxo igm assay (current lot 06063m200) is generating an increase number of patient results being questioned by physicians. The customer performed a correlation with a competitor assay and approx one-half of the samples that tested positive with the axsym toxo igm assay tested negative with the competitor's methodology. The customer states that some patients may have started treatments, although an exact number was not obtained. There is no further impact to patient management reported.